Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, a cause for the reported cerebrovascular accident, mitral regurgitation, and tissue damage could not be determined. The reported patient effects of cerebrovascular accident, mitral regurgitation, and tissue damage are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Dates of event, implant, and explant: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report surgical intervention,stroke, tissue damage, recurrent mitral regurgitation, and prolonged hospitalization. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, two clips were deployed, reducing mr. However, 8 months later, the valve seemed distorted and deformed, increasing mr to grade 3. Both clips were stable on the leaflets. The patient remained hospitalized an underwent mitral valve replacement and an aorta valve replacement. Post-surgery, the patient had a stroke. Details are listed in the attached article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients."no additional information was provided.